Manufacturer narrative:
(B)(4).

Event description:
It was reported that symptomatic patient presented in clinic for follow-up in backup vvi. Patient was fatigued. A device download was successfully performed. Programming changes were made. Device remains implanted.